Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Review of the data suggests sample integrity contributed to the discordant, elevated results. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00256 was filed on may 09 2014.additional information (04/30/2014): upon follow-up with the customer, no additional discordant troponin results were obtained. The customer stated that they replaced and aligned the reagent probe 2 tip and bleached the reagent drains on (B)(6), 2014. The customer also replaced the reagent pump cassettes on (B)(6), 2014. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension xpand plus with hm instrument. The initial discordant result was reported to the physician(s), who sent the patient to another hospital (alternate facility). The patient was redrawn at the other hospital and a negative troponin result was obtained and reported. The customer then repeated the original patient sample on the same instrument, and it resulted lower. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.